Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A retrospective post-market clinical follow-up study indicated that the patient underwent a iridotomy/iridectomy, trabeculoplasty for treatment of glaucoma, treatment of lattice degeneration, treatment of central branch retinal vein occlusion procedure using an ophthalmic laser probe for the treatment of branch retinal vein occlusion, central retinal vein occlusion, chronic/primary open angle glaucoma (coag, poag), choroidal neovascularization (cnv) unrelated to age-related macular degeneration (amd), internal sclerostomy, leaking microaneurysms, macular edema, retinal detachment, retinopathy of prematurity (rop), refractory glaucoma, vascular and pigmented skin lesions. The patient experienced an infection two months after the procedure for which the treatment was provided, a loss of best corrected visual acuity (bcva) four months after the procedure, loss of visual field seven months after the procedure, and an elevation in intraocular pressure (iop) eight months after the procedure for which drops were provided. The patient was hospitalized. The patient's bcva improved, but the infection, loss of visual field, and elevation in iop are continuing. No further follow-up will be conducted.

Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. There was no product returned on this investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Specific product identifiers (serial number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this serial number cannot be performed as the serial number is unknown. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).